Event description:
During a procedure to occlude an arterial duct, the physician reported that when he tried to place the microcoil it extended and would not coil. The coil was then removed. Upon trying to place the second coil, the incident was repeated. The doctor succeeded in placing the third coil and occluding the vessel.